Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that the customer had recently moved the da vinci s system and incorrectly plugged the composite video cable into the camera controller unit (ccu) thus resulting in the vision issues experienced by the customer. The system was repaired by removing the composite video cable. As of february 18, 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing the system for a da vinci s surgical procedure, the site experienced horizontal lines and strobing in the vision from the surgeon side console(ssc). With the assistance of an isi technical support engineer, the site re-seated the video cable and changed the camera controller unit settings, however, the image issue continued to occur. The patient had been placed under anesthesia and the port incisions had been made when the surgeon decided to abort the planned procedure and reschedule for another date.